Manufacturer narrative:
Zimvie complaint number (B)(4). D1: brand name unknown / not provided. D4: additional device information unknown / not provided. D10. Concomitant medical products. Tsv4b10, imp, tsv,4.1mm, sbm,10 lot 1233733. G4: premarket identification unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
It was reported that an implant at tooth site # 45 was removed due to a bone loss, the implant fracture at the body and a screw fracture inside the implant. It was impossible to remove the implant with zimmer instrument available. The procedure required explantation using a trephine bur, followed by a bone graft with biomaterials. Patient suffered from pain. This case refers to the screw fractured inside the implant.